Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken causing issue reported by the customer. There was no evidence of discoloration or corrosion/contamination on the cables that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional findings not reported by site: during visual inspection, the instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage exposed electrode instrument bipolar yaw pulley are attributed to inadvertent energy application from a monopolar instrument. Common causes of broken distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.